Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky. It was further observed that the coupling was worn and motor was damaged. It was further determined that the device failed pretest for checking attachment coupling, checking for sticky triggers and checking function of the device. It was noted in the service order that the device had a power loss. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition of the trigger of the device being sticky identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).